Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the setscrew at the header of the pacemaker was found difficult to be unscrewed and have the torque wrench fitted to remove a ventricular lead. The physician noted bodily fluids and blood build-up on the setscrew hole which was consequently removed. Upon removal of the septum and the fluid build-ups, the setscrew was successfully rotated to release the ventricular lead. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of ventricular setscrew was difficult to loosened to remove the lead was confirmed. Analysis revealed that calcified blood was filling the v-setscrew inset preventing the wrench from engaging the setscrew inset to untighten the setscrew. The physician was able to remove some calcified blood and this allowed the wrench to be inserted far enough in the inset to engage it and untighten the setscrew. The stuck lead could then be removed from the connector. The blood came through a hole punched through the septum by the user of the torque wrench at time of implant. No other anomalies were seen.